Manufacturer narrative:
Investigation summary: bd pas received photos from the customer facility; no samples were received. All customer photos were evaluated and it was observed that the hemogard shield had separated from the rubber stopper in the tube. The rubber stopper remained in the tube. Retention sample testing was also conducted with each incident lot number and it was observed that the hemogard shield had separated from the rubber stopper. A review of the device history record was completed for both incident lot numbers and based on this review, there were no related non-conformance and all inspections were in compliance with requirements. A CAPA was initiated for complaints relating to stopper / shield separation complaints with this product. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for stopper / shield separation was observed by bd pas during evaluation. Additionally, a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7079577; medical device expiration date: 09/30/2018; device manufacture date: 03/20/2017. Medical device lot #: 7065819; medical device expiration date: 08/31/2018; device manufacture date: 03/06/2017. A complaint history review was conducted and a total of 2 complaints for 7079577. A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the rubber stopper separated on a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube causing the rubber stopper to remain sitting in the tube during use. There was no report of medical intervention.